Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A review of the certificate of compliance was performed, and it was found out that the lot met the quality system requirements and specifications. This product has been manufactured and controlled in accordance with the FDA qsr and iso. The needle set passed all the release criteria. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that during resuscitation efforts on a patient that arrived to the facility in full cardiopulmonary arrest, the user was unable to prime and flush the extension set of the io. As a result, a 2nd extension set was opened but was also unable to be primed and flushed. Ultimately, an io was placed successfully with the use of a competitor device. Despite best efforts, the patient expired. Additional information states that the physician does not assert that the inability to flush the extension set contributed to the patient's death.

Event description:
It was reported that during resuscitation efforts on a patient that arrived to the facility in full cardiopulmonary arrest, the user was unable to prime and flush the extension set of the io. As a result, a 2nd extension set was opened but was also unable to be primed and flushed. Ultimately, an io was placed successfully with the use of a competitor device. Despite best efforts, the patient expired. Additional information states that the physician does not assert that the inability to flush the extension set contributed to the patient's death.

Manufacturer narrative:
Qn#(B)(4).